Event description:
It was reported via clinic notes received by the manufacturer that the patient's wife stated that the patient's seizure frequency had increased recently. The physician believed that this was due to the vns, which he reported finding the battery low or dead. The patient was referred for vns generator replacement. The patient underwent vns generator replacement surgery. During attempts at product return, it was revealed that the facility, historically discards explanted products. No additional relevant information has been received to date.